Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported stimulation began cutting on and off last friday night with significant pain and inability to turn on stimulation. Agent had the patient turn on stimulation using the stim on/off button. Patient had three groups (a, b, c). The current group was b at intensity 1; patient reported "setting not available cannot provide your desired intensity settings" when attempting to adjust. The same message was reported in group a. Patient then switched to group c at intensity 9.4 and reported relief. Agent reviewed information setting not available message. Agent redirected patient to healthcare provider (hcp) and manufacturer representative (rep) for further assistance.